Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. Nine days later, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose twice per day and takes a set amount of 70/30 mixed insulin (30 units in the morning and 30 units at night). In addition, the patient takes metformin. The power issue began on the morning of 2009 when she dropped her onetouch ultra meter. According to the patient, she stopped taking her insulin and did not eat as a result of the reported issue. At a later time, when the patient was at church, she reportedly developed symptoms described as "blurry and shaking." The patient promptly administered self-treatment with orange juice. The aforementioned symptoms abated within 10 minutes. The patient felt that had she been able to obtain a blood glucose reading that morning on the subject meter, she would have eaten accordingly to prevent the reported symptoms. During troubleshooting, the power issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia ater the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.